Manufacturer narrative:
Zimmer biomet (B)(4). Relevant tests/laboratory data, including dates and initial reporter contact information not provided and is unknown.

Event description:
It was reported that an implant fractured and was removed.

Manufacturer narrative:
One imp,tsv,3.7,11.5,mtx,mg (item # tsvtb11) was received for investigation. Visual inspection of the as returned product identified a heavy coating of residue and fracturing along the implant's collar. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: date of this report. Manufacturer. Device expiration. UDI: (B)(4). Manufacturer's contact office. Date received by manufacturer. Checked "follow-up." Checked follow-up type. Changed "no" to "yes." Date of manufacture. Entered evaluation codes. Added manufacturer narrative.

Event description:
No further event information available at the time of this report.